Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited increased threshold measurements. It was reported that the lead was surgically capped and abandoned during a generator changeout procedure. A new lead was successfully implanted and no adverse patient effects were reported. Additional information was received indicating that this patient has twiddler's syndrome and this lead was "broken". At this time, the lead is no expected to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.